Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle did not retract properly. The following information was provided by the initial reporter: the needle does not retract properly. Nurses have reported that it is difficult to push the safety button (that retracts) the needle. There have been 4 near misses with a sharp injury. I did report this to our periop huddle at 0915 the lot number on all of these occurrences (9) so far today is the same: 4222721. 6 nov. There was no actual harm or injury but multiple near miss events due to the mechanism not functioning properly. Staff nurses and aneshesia providers had to manually disengage the needle which could have caused needle stick injuries. Yes, all different patients.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identity the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.